Event description:
Complainant alleged that during routine functional testing the device failed to discharge with paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.